Event description:
It was reported that during a vena cava filter retrieval procedure, a detached filter limb was discovered. The filter and detached limb were not retrieved. The patient status at this time is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.